Manufacturer narrative:
The clinical evaluation noted upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is the patient¿s underlying condition concomitant device(s): 32mm +0 femoral head (cn: c-32m, sn: (B)(4)).

Event description:
Original right total hip arthroplasty on this female patient was performed on (B)(6) 2004. Patient was showing minor instability in the hip to the surgeon planned to revise the hip and upsize the femoral head and change out he liner. The surgeon opened the joint in standard fashion. The surgeon removed the femoral head implant. The surgeon then removed the acetabular liner implant. The surgeon trialed the sizes then implanted the final implants and closed the hip in standard fashion. The patient left the operating room in stable condition and is expected to have a good outcome. Hospital did not release implants to be returned to exactech.